Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2016. On (B)(6) 2016, around 4:00am, the patient's husband brought the patient to the hospital. Patient was experiencing dizziness and feeling uncomfortable due to a recent abdominal surgery. Patient's husband states that the patient had an intestinal issue that could not be resolved. Hospital staff told the patient's husband that they did everything they could and there was nothing more they could do. On (B)(6) 2016 the patient passed away, due to complications, while at the hospital. Patient was not wearing the cgm device while in the hospital. There was no alleged device malfunction. Additionally, the patient's husband reported that the patient had felt that the cgm device was helping her. Patient's husband stated he was glad that they were a part of using the dexcom product. A death certificate was not provided. The cause of death could not be confirmed. No additional event or patient information is available.